Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), which has been in use for nearly 25 years, was suspected of experiencing far-field oversensing on the right atrial (ra) lead channel. Technical services reviewed the recent atrial tachy response (atr) report and found no typical signs of far-field oversensing on the atrial lead. The 'blip' detected before the ventricular signal may be more related to the lead's location rather than a technical malfunction. Ts recommends evaluating the rhythm during the next in-office check and adjusting the atrial sensitivity if the detected signal is not too large. The lead remains in service, and no adverse patient effects were reported.